Event description:
Subcutaneous remunity self-fill pt. Pt reported experiencing diarrhea and nausea. Pt currently in the hospital on (hospital) IV pump. Admitted (B)(6) 2025, had chest pain and cassettes were leaking. Pt does not have cassettes on hand to provide serial number. Cassette was in use when fault occurred. No lapse in infusion due to malfunction-went to the hospital due to chest pain as well. Sending replacement cassettes and patient has cassettes available for investigation and can return if needed. Patient in hospital receiving medication and was able to successfully continue their therapy. Infusion is life-sustaining and continuous outcome-resolved. Unknown if md is aware. No further information was provided. Pt started remunity device in (B)(6) 2024.